Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast reconstruction procedure with mentor memorygel breast implant 325 cc gel breast prostheses suffered from complications immediately after implantation. Her right breast was large and swollen, and her left breast was disfigured. The patient¿s nipples were uneven. The patient reported that in (B)(6) 2019, the right breast incision opened. This led to pain, chills, shivering, and severe sweating. The patient was placed on antibiotics and antifungal medicine for 3 months. In (B)(6) 2019, the patient visited a doctor who told her that she was all clear of infectious disease. In (B)(6) 2020, the patient reported that her left breast had become hard and painful. The patient had developed capsular contracture (baker grade unknown). In addition, the patient was diagnosed with breast cancer. As a result, the patient underwent bilateral explantation with no replacement devices on around (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.